Event description:
The facility delivered a minor amount of radiation (45 monitor units (mu) at the start of the first day of treatment when the facility representative noticed that the multileaf collimator leaves were not moving.